Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, periodontal disease, inadequate bone quality/quantity, bone resorption, pain, mobility ((B)(6) are same patient).